Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that; device came apart just above the locking collar while connected to a contrast power injector.

Manufacturer narrative:
The customer reported that device came apart, and returned one sample of material mp5301-c, lot 24129188. Upon initial visual examination, the set confirmed the failure and was separated at the tubing/male luer connection. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the tubing separation to be related to incorrect solvent application by the assembler. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.